Manufacturer narrative:
The pump was received stuck in a motor error alarm loop during the bolus delivery and a motor encoder position error alarm was confirmed in the history file. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Unable to perform the occlusion test and alarmed unexpected restart error test due to the motor error alarms. The pump passed the displacement, rewind, basic occlusion, prime and self-tests. The pump passed all the operating currents tested within the specification range and passed the off no power test. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was getting a motor error alarm on the insulin pump. Customer stated that it happened a couple weeks ago and he rewound the pump. Customer stated that it worked up until now and it will not allow him to rewind again. Customer stated that the pump keeps saying motor error. Customer stated that the pump does get bumped quite a bit due to him being a mechanic. Customer also received a motor position encoder error alarm. Customer was advised that the pump will need to be replaced and to revert to a back-up plan.